Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call to have high blood glucose of 537 mg/dl, which was treated with a bolus delivery. Customer had symptoms of cramping. Customer was hospitalized due to a motorcycle accident and was still in the hospital at the time of call; customer had been in the hospital for two months. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer states that the readings on pump and meter are different and does not believe issue is with insulin pump. Customer reported that when infusion set was changed, it was found that cannula was bent. Customer was advised to monitor insulin pump and blood glucose and to call back should issue persist.